Event description:
The pt contacted animas alleging that the pump was not responding to button presses. The pt claimed that she could not initiate rewind of the pump since the pump was not responding to up arrow button presses. The pt denied any structural damage to the keypad or pump.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was not responding to up arrow button presses and intermittently responding to other keypad button presses. The keypad was removed and contamination was observed under the button contacts.